Event description:
It was reported that an ilet pump displayed an alert indicating the cartridge was out of insulin and then issued alert 41, consistent with an insulin shaft rewind error, after which the user performed multiple restarts and a factory reset; the alert was verified in the device history and the user transitioned to backup insulin pens. Symptoms included no reported changes in blood glucose. Outcomes included no injury and no medical intervention or hospitalization. Investigation included review of device history and user-provided information, and logistical assessment of the device. He complaint was confirmed in visual inspection with alert 41 active upon receipt by beta bionics. The device hardware was inspected with no visual defects found, however while inspecting the gear train it was perceivably difficult to rotate the gears. The motor logs were then inspected and the device's average current was found to be above 40ma. The gear train was substituted with a "known good," which lowered the average current below 10ma. The high average current of the device caused the homing algorithm to trigger early and set the home position further and further out until the ilet was able to rewind greater than 1000 hall counts beyond the last know home position.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."